Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: adhesive around light guide lens and objective lens had a crack. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the adhesive around light guide lens and objective lens had a crack is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the air water cylinder (tube) had foreign objects and server plug in had foreign objects. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the tear on the outside approximately two to three centimeters from the tip was traced to a pinhole in the bending section cover, as well as a cut in the bending section cover, which resulted in loss of water tightness. In addition, the cause of the foreign objects found in the air water cylinder (tube) and the foreign objects found in the server plug in could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had a tear on the outside approximately two to three centimeter from the tip. The issue was found during a service and maintenance. There were no reports of patient involvement.